Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during preparation according to the instructions for use. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was used during a transfemoral coronary angiography procedure. There were no visible signs of device or package damage prior to use. The physician was certified on the use of the device and had used it several times prior to this procedure. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe detached from the unit. The sealant was in its manufactured position and fully covered by the sealant sleeves. No abnormalities were observed in the condition of the sealant sleeves. No catheter sheath introducer was returned for this evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform an inflation/deflation analysis was made; however, it could not be completed due to the presence of excessive substrate within the balloon, which impeded proper balloon inflation. High-magnification microscopic evaluation was performed to assess the unit's balloon. This analysis identified the presence of excessive amounts of crystallized substrate within the balloon. The exact cause of the presence of excessive crystallized substrate within the balloon could not be determined based on the available evidence; however, this observation is consistent with cases in which the condition may result from handling, procedural, or other non-manufacturing-related factors. The reported event of ¿balloon loss of pressure¿ could not be tested due to the condition of the received device. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon not holding air reported. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product analysis of the sterile devices, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during preparation according to the instructions for use. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The device was used during a transfemoral coronary angiography procedure. There were no visible signs of device or package damage prior to use. The physician was certified on the use of the device and had used it several times prior to this procedure. The device will be returned for evaluation.